Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (lhcg) result. Quality control (qc) was within acceptable range. While hemolysis (h), icterus (I), and lipemia (l) (hil) is not required to be run with a sample, hil is an indicator of sample integrity. A siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that the hil abnormal assay error with the discordant lhcg result indicates decreased protein, consistent with either a fibrin clot or insufficient sample. This is not indicative of a product issue. The cause of the discordant lhcg is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low human chorionic gonadotropin (lhcg) result was obtained with hemolysis (h), icterus (I), and lipemia (l) abnormal assay error flag on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the nurse, who questioned it. The same sample and new sample were tested on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant lhcg result.